Event description:
During an unknown procedure, the tissue pad fell off the clamp arm of the instrument. The tissue pad was retrieved. The case was completed with a second instrument. No patient consequence was reported.